Manufacturer narrative:
Device evaluation: returned device was received with a stained and cracked enclosure, both covers were stained and cracked and line cord was worn. During the evaluation of the device the customer reported condition was not confirmed. No fault found . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was leaking from the bottom of the unit. No patient involvement.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the enclosure was stained and cracked, both covers were stained, and the line cord was worn and cracked. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (leaking from the bottom of unit) was not confirmed during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The aforementioned components, along with a noisy pump were replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.